Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem was not confirmed per the pre-repair diagnostic assessment. However, during service and repair, device failures were found but were not related to the reported event. If any additional information is received,a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device has an "oil leak". The device was not being used during surgery. No injury or medical intervention occurred. There was no additional information provided.